Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.

Event description:
Related manufacturer reference number: 1627487-2023-05505. Additional information received indicated that surgical intervention was undertaken on (B)(6) 2023, where the ipg was repositioned. Therapy was restored post-op.

Event description:
It was reported that the patients ipg was migrating within the pocket site causing pain. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.